Manufacturer narrative:
P-cap locked in place properly during testing. The unit was received with a flashing medtronic logo. Functional testing was not performed. The pump was immediately cut open to perform a visual inspection. Moisture damage was found along the electronic assemblies and connectors. The unit was separated from the electronic assembly. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), and cracked case-corner of belt clip rails. In summary, the customer¿s allegation of a flashing medtronic logo was confirmed due to moisture damage on the electronic assemblies. The unit was separated from the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was exposed to water, and the pump was flashing the medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for fluid in the pump, and the customer reported that no visible water in the pump. Troubleshooting was performed for display issues, and the customer reported that the pump was flashing. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.